Event description:
Two occurrences where they found that the internal valve of the purge valve was missing which allowed air to flow back towards the arterial filter. The issue was caught by the operator prior to any patient involvement. They left the valve in line and maintained positive flow through the manifold and monitored it throughout the case. There was no patient detriment.

Manufacturer narrative:
This particular incident was reported to the manufacturer on may 9, 2005. Analysis at that time indicated that there was negligible risk to a patient due to the valve location in the bypass circuit and the presence of the positive pressure on the inlet side of the arterial filter. In this incident, the issue was detected and there was no patient detriment. At the time, the missing duck bill valve mechanism was believed to be an isolated event. However, during the week of 9/19/05, additional valves with missing duck bills were discovered in manufacturing and the investigation was reopened. Further analysis revealed that depending on the valve's location in the bypass circuit, air could be entrained in the arterial filter or tubing bypass circuit. In the may 9th incident, the circuit set-up and vigilance on the part of the perfusionist prevented this issue. Due to the increased possibility of valves with missing duck bills, their widespread use and possible different circuit configurations that could not be used at various institutions, a formal field notification was issued to all affected customers and the FDA was notified. This medwatch is being filed as a result of the additional investigation and field correction, several months after the original incident. The valve in this report is supplied by an outside vendor for consumption into cobe custom perfusion tubing packs. The same vendor supplies a total of three different valve part numbers. All three valves were included in the investigation and action taken. Cobe worked with the vendor to identify root causes for the missing duckbill elements. This information was used to establish a bracket for a formal field notification. Cobe inspected all inventory of the valves in process and added a requirement for 100% inspection during new builds. The vendor has implemented corrective actions and is continuing to implement agreed upon preventive actions. The closure of these items will be tracked through the company corrective and preventative action system.